Manufacturer narrative:
Upon return, this device was thoroughly analyzed. A review of daily measurements noted that both the left ventricular and right ventricular impedance measurements significantly changed on the same day, two times prior to the high out or range recording in (B)(6) 2010. Both channels then recorded high out of range values, multiple days the following two months; while the atrial and shock impedances, remained stable. During analysis, the device passed testing to ensure proper terminal pin contacts could have been secured providing a proper connection was established. The rv and lv seal plugs were also removed with no anomalies noted on the setscrew threads or within the terminal block; all setscrew operated normally. The device was then electrically tested to verify functionality and again, based on the returned battery voltage, no anomalies were observed. Laboratory analysis confirmed the high impedance readings; however, the analysis process was unable to identify a product malfunction that could have contributed to the reported clinical observations. The device has been archived as meeting specifications.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) is scheduled to be explanted shortly after the device may have contributed to oversensing, pacing inhibition (1 missed beat), loss of capture and high, out-of-range pacing impedance. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed, and an updated report will be submitted.

Event description:
Subsequently, this device was explanted and the associated non-bsc lead, remained implanted. The explanted unit was returned for post market evaluation.